Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) is having premature ventricular contraction (pvc) which is inhibiting the right ventricular (rv) and left ventricular (lv) pacing, resulting in undersensing. This is possibly contributing to the patient's heart failure symptoms. At this time, the device remains in service. No adverse patient effects were reported.